Event description:
Journal article received factors influencing mortality in patients on antiplatelet agents presenting with proximal femoral fractures, journal of orthopaedic surgery 2011;19(3):314-6. Authors rohit maheshwari, mehool acharya, maureen monda and radhakant pandey. This study was reporting on patients taking clopidogrel and presenting with proximal femoral fractures. Of the 31 patients (9 men, 22 women, mean (B)(6) years) that were included in the study, 30 underwent surgery including 16 hemiarthroplasty, 9 dynamic hip screw fixation and 5 intramedullary hip screw fixation. The article indicates one of these 30 patients experienced fixation failure. It is unknown if this was a synthes device. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. PMA/510(k): cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number